Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2019 the user's hearing performance with the device decreased significantly. After 8 months of observation, there was no significant improvement. The user was successfully re-implanted.

Event description:
On (B)(6) 2019 the user's hearing performance with the device decreased significantly. After 8 months of observation, there was no significant improvement. There was no report of trauma and no redness at the implant site was observed. The user was successfully re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is the final report.